Event description:
It was reported that in preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. When the 3.00x16mm liberte' bare metal stent was removed from the package, it was noted that the stent had dislodged from the balloon and was located on the metal stylus. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.